Manufacturer narrative:
The suspect computer was returned and tested. When attempting to replicate a demo exam was used, 10 plans made, changing a few of them in the same way described. Proceeded to merge an o-arm exam in and checked plan trajectories - none changed. Repeated this procedure five times with no change. Unable to replicate reported issue during simulated use testing. Hdd and ram report no errors. Root cause could not be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that in framelink they had numerous plans added to the series while planning. When they took a final imaging system spin, to check lead placement and went back to compare to the plans, the final plan that they had made had disappeared and an earlier deleted plan had re-appeared. This was reported during animal testing. In trouble-shooting, confirmed using stock software, no known pattern for this issue, and confirmed plans were completely cleared prior to creating new ones. Noted was that recent occurrences are the only times this has been seen and it does not happen every time they repeat this procedure. There was no patient present when this issue was identified.